Event description:
A consumer reports that she had essure inserted on (B)(6) 2010 and for two weeks had cramping and bloating. Subsequently, she experienced severe pelvic pain, back pain, leg pain, bleeding during menses with clots, multiple ovarian cysts, muscle tremors, nerve pain, migraines, psoriasis, gastrointestinal problems, fatigue, nausea, depression, anxiety, severe medication sensitivity, and suspected autoimmune disease. Sometime in 2011, she started experiencing left eye drooping, blurred vision, chronic allergic conjunctivitis, left hand tremor (diagnosed as dystonia), involuntary muscle spasms, tingling and numbness in her face, brain fog, loss of coordination, slurred speech, rapid heartbeat, extreme fatigue, severe nerve pain, constant nausea, upper abdominal pain, heartburn, multiple periods each month, and chronic headaches. A hysterectomy was performed on (B)(6) 2014 during which the essure coils were found intact in the fallopian tubes; the tubes were severely inflamed. Endometriosis and dystonia (left hand tremor) were diagnosed at that time. Reportedly, the consumer was feeling a lot better after recovering from her surgery. (Note - consumer also reported directly to FDA, (B)(4))